Event description:
Related manufacturing ref: 3005334138-2024-00140. During an atrial fibrillation procedure, an air leak was noted at the hemostasis valve of two introducers used during transseptal puncture. The introducers were exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak remains unknown.